Manufacturer narrative:
Product investigation was completed. One extraction screwdriver was returned to manufacturer for investigation. A visual inspection and drawing review were performed as part of this investigation. Device was examined upon receipt and the complaint condition was able to be confirmed as the driver tip was found to be broken and missing a segment (approximately 3mm x 3mm x 6mm¿ calipers ca94). The extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. Relevant drawings for the returned instrument were reviewed (current revision as manufacture date cannot be determined without a lot number): driver and driver shaft and handle assembly. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition; no non conformance reports were generated during production. No definitive root cause was able to be determined; the failure mode is typically associated with off-axis loading during use and/or the application of excessive force. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No service history review can be performed as part number 352.311 with lot number(s) 7855693 is a lot/batch controlled item. The manufacture date of this item is february 27, 2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part 352.311, lot 7855693: release to warehouse date: february 27, 2015. Supplier: (B)(6). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screws (part unknown, lot unknown, quantity unknown), plate (part unknown, lot unknown, quantity unknown).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The subject device was received by the synthes manufacturer. A service and repair evaluation was performed. The customer reported the tip broke while torquing a screw. The repair technician reported ¿tip broken¿ as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The service and repair evaluation was confirmed. The item will be forwarded to synthes customer quality for additional investigation. A device history record review has been requested. The results of the review are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior fusion on (B)(6) 2016 while using the anterior cervical compression system (accs) the tip of the extraction screwdriver fractured and broke. The surgeon was torquing down the screws past the locking mechanism and the tip of the screwdriver fractured and broke. All the fragments were retrieved and there was another screw driver on hand. The procedure was successfully completed with no surgical delay. The patient's postoperative condition was reportedly stable. This report is 1 of 1 for (B)(4).